Manufacturer narrative:
Investigation results: there was no photographic evidence or physical samples provided for the investigation of the reported condition. A comprehensive examination of the history of syringe 50ml ll lot 2507071 was conducted, and no deviation or non-conformance related to the alleged defect was found. Six retained samples were analyzed, and no damaged barrels or any other related defects were identified. A leak test was conducted on the retained samples according to procedure, and none of the defects could be reproduced. The product undergoes inspections at various stages of the manufacturing process to ensure quality and functionality. Visual and functional inspections are carried out during different manufacturing sub-processes as per procedures. As the defect could not be reproduced, no quality incident or maintenance intervention related to the defect has been identified, making it difficult to establish a root cause in the process. At present, we are unable to pinpoint a root cause linked to the manufacturing process based on the information available. Trend reports will be compiled and regularly reviewed by our sales team to identify any emerging patterns.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: while drawing up a medication solution (40 ml) into a bd syringe of 60 ml, the liquid leaked out at the plunger. No unusual procedure was followed. Experienced pharmacy technician.